Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  It was observed that the internal flex cable assembly connecting the system and interface pcb assemblies was not seated properly. Physio replaced this cable and then observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device had lost power during a patient event. There was no report of any additional information of the reported event. There was no report of any adverse outcome to the patient during the reported event.